Event description:
Surgery date: (B)(6) 2012. A (B)(6) female, with degenerative disease underwent a procedure at l4/s. It was reported that a cage, in between l5 and s, broke while tamping the cage. The fragment was removed and a different device's cage (7mm) was placed instead. However, x-rays revealed that the new cage fell anterior of the vertebral body. While the surgeon was trying to retrieve the fallen cage, the patient started suffering from ventricular fibrillation. The surgery was terminated because of an anesthesiologist's order. After defibrillation, the patient recovered and became stable. The surgery was resumed. The surgeon retrieved the fallen cage via anterior approach and placed autograft via posterior approach successfully. The surgeon placed a different 8mm cage between l4 and l5 without any problems. Per the surgeon, the patient does not have any history of heart disease.

Manufacturer narrative:
(B)(4) - (no patient complications); (B)(4) - (broken). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.